Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: about 2 minutes after the device began to be used, the handle became hot and the sound of a mechanical error was heard. The surgeon stopped using the device and removed the transducer. Black soot was found on the connection part. The transducer was re-connected and an output test was done in the water, and no error was heard. The surgeon began to use the device on the pt, then the error occurred again. To re-connect, the transducer was removed again and a broken screw was found in it. Another device was used to complete the procedure. Nothing fell into the pt cavity. There was no harm to the pt.

Manufacturer narrative:
(B)(4).